Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio st (device 1); an additional emdr will be submitted to represent the bard/davol ventrio st (device 2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012 - the patient underwent surgery for implant of an unspecified bard/davol ventrio st (device 1). On (B)(6) 2016 - the patient underwent surgery for implant of an unspecified bard/davol ventrio st (device 2). As alleged, the patient is making a claim for an adverse patient outcome against the ventrio st (devices 1 and 2). As reported, the patient's attorney alleges a general claim related to the ventrio st (devices 1 and 2) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 3 years 7 month post implant of ventrio st, patient was diagnosed with hernia recurrence, adhesions & pain. The instructions-for-use supplied with the device list hernia recurrence, adhesions & pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-aug-2012) is considered to be a best estimate. This supplemental emdr represents the bard/davol ventrio st (device #1). An additional supplemental emdr was submitted to represent bard/davol ventrio st (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012 - the patient underwent surgery for implant of an unspecified bard/davol ventrio st (device 1). (B)(6) 2016 - the patient underwent surgery for implant of an unspecified bard/davol ventrio st (device 2). As alleged, the patient is making a claim for an adverse patient outcome against the ventrio st (devices 1 and 2). As reported, the patient's attorney alleges a general claim related to the ventrio st (devices 1 and 2) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with incisional incarcerated hernia thereby underwent laparoscopic repair with the implant of ventrio st mesh (device #1). Per operative notes, ¿all the adhesions were lysed down and exposed incisional defect. A ventrio st mesh (device #1) was rolled up and placed in the abdomen and sutured.¿ (B)(6) 2016 - patient was diagnosed with recurrent painful incisional hernia thereby underwent laparoscopic repair with the implant of ventrio st mesh (device #2). Per operative notes, ¿there were several loops of small bowel that were adhesed to the previous mesh (device #1) were taken down. A ventrio st mesh (device #2) was placed into abdominal wall and sutured.¿ attorney alleges that the patient had adhesions, bowel perforation, pain, hernia recurrence, infection and emotional injuries.